Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent system matching the reported information. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed approximately 3mm from the middle sheath. Microscopic examination revealed no additional damages. The lock and rack were still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that an inadvertent deployment occurred. A 6x150x130 innova self-expanding stent was selected for a procedure in the superficial femoral artery (sfa). During preparation, it was discovered that the stent was inadvertent deployed approximately 1 mm when the package was opened. The device did not enter the patient. The procedure was completed with another innova device. There were no complications to the patient.